Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient has reportedly healed. The device will not be returned to the company for analysis.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. The recipient has healed. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.